Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose was 30 mmol/l at the time of incident. Customer treated high blood glucose level with manual injection. The insulin pump alarmed insulin pump error and insulin delivery was stopped due to insulin pump error alarm. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.